Event description:
Reporter alleged obtaining the following results back to back on the aviva system: hi at 7:49 pm hi at 7:50 pm 259 mg/dl at 7:56 pm hi at 7:57 pm 207 mg/dl at 7:58 pm 276 mg/dl at 7:58 pm 244 mg/dl at 7:59 pm 223 mg/dl at 8:01 pm 200 mg/dl at 8:01 pm 190 mg/dl at 8:02 pm 201 mg/dl at 8:04 pm no actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.